Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician had difficulty positioning the lead. When the lead was removed from the patient, wires were protruding through the tip of the lead. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead became extrinsically distorted due to pulling/ stre tching/ overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.